Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient had inaccurate cgm values 4 days after the sensor was inserted in the arm. On (B)(6) 2024, the patient experienced hyperglycemia without any symptoms. The cgm was reading 400 mg/dl for 6 hours and the patient reported that the omnipod insulin pump stopped providing insulin. The patient then decided to go to the hospital. At the hospital they took the measurements and the cgm reading was 400 mg/dl and the blood glucose reading was 630 mg/dl. There, the patient was treated with humalog insulin injections and was discharged the next day midday; the patient was hospitalized from (B)(6) 2024 to (B)(6) 2024 till midday. Of note, it was documented that the patient experienced hyperglycemia, the cgm was showing 400 mg/dl, that is why the omnipod pump was not given the insulin, that the sensor is faulty. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.